Manufacturer narrative:
The reported field event of interrogation anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. The device could not be interrogated even after multiple attempts, and it was determined the battery was too low. However, when the patient presented for a generator replacement the next day, the device was able to be interrogated normally and it was noted there was still 1.6 years of battery longevity left. The device was explanted and replaced. The patient was in stable condition.